Manufacturer narrative:
Catheter model 8709sc; serial# (B)(4); implant date: (B)(4) 2008; explant date: (B)(6) 2011.

Event description:
On examination, the patient had erythema; the pump pocket was infected. The patient was initially treated with oral antibiotics; levaquin 500mg/qd; bactrim 800-160mg/bid; and clindamycin 300mg/qid. The patient was later admitted to the hospital. The pump and catheter were explanted. The patient recovered without sequela on (B)(6) 2011. The pump was delivering fentanyl and bupivacaine.